Manufacturer narrative:
(B)(4). (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Sample analysis: the product was returned for evaluation. Visual inspection was conducted on the returned foil. Visual analysis of the returned sample revealed that the xc200 foil was received empty. The foil was examined for visual inspection and no defects were noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event as no reload was received, the instructions for use contain the following caution: grasp the applier by the handle and insert the jaws of the instrument into the individual cartridge slot. Ensure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Withdraw the applier from the cartridge. The clip will be securely held in the applier jaws. Place a suture clip approximately 5 mm from the cut end of the suture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: I do not have further information at this time per product complaint (B)(4) event reported via: 2210968-2022-04249.

Event description:
It was reported that a patient underwent a prostatectomy on (B)(6) 2022 and suture clips were used. During the procedure, it was reported by the sales rep that during a robot assisted prostatectomy two devices would not hold clips. No adverse patient consequences were reported. Additional information was requested.